Manufacturer narrative:
Additional information: both the lm onyx frontier stent and the 2.25 x 38mm onyx frontier stent were successfully removed from the patient when snared. Correction: imf code corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred during delivery to/at lesion. The target lesion was located in the the left main (lm) coronary artery and left anterior descending (lad) artery with severe calcification and moderate tortuosity in the proximal and mid segments. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. After placing an unknown stent in the lm artery, the onyx stent became lodged on a mallaposed strut of the unknown stent in the lm artery. An attempt was made to pull back the onyx stent, however the stent became dislodged. Snare retrieval was performed to remove the dislodged onyx stent, andduring the snaring process the lm unknown stent was also dislodged. The event was associated with increased equipment use and increased fluoroscopy time. The physician then re-deployed the lm unknown stent and deployed a different 2.25 x 38 onyx stent in the lad. No issues noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the target lesion exhibited 90% stenosis. There was no difficulties noted when removing the protective sheath/stylette resistance was experienced during withdrawal of the device. Excessive force was not used. After placing an onyx frontier stent in the lm artery, the 2.25 x 38mm onyx stent became lodged on a malapposed strut of the first deployed onyx frontier stent in the lm artery. An attempt was made to pull back the onyx stent, however the stent became dislodged. Snare retrieval was performed to remove the dislodged onyx stent, and during the snaring process the lm onyx frontier stent was also dislodged. The cause of the stent 2.25 x 38mm onyx stent coming off the stent delivery system was the malapposed lm onyx frontier stent strut. The physician then re-deployed the lm with another onyx frontier stent with no issues noted and deployed a different 2.25 x 38 onyx frontier stent in the lad with issues noted. Correction: imf code corrected to f12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.